Event description:
Customer reported a charger failed error and hearing a clicking noise from the tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the charger board and re-greased the candlestick connectors. System operates as intended.